Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a childhood burn scar was exacerbated by the lifevest equipment. The patient described the area as vest is rubbing the area raw, causing pain, and bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.